Event description:
Customer reported receiving a low reading of 700mg/dl on his adc meter that was lower than he felt he was. Customer stated he had test strip lot # 0822524. He stated, he was seen at a local hospital and diagnosed with diabetic ketoacidosis. Customer was unable to finish the medical survey and provide meter serial number. Attempts were made to contact customer to finish survey. It is unknown what type of treatment was rendered. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Retain samples from test strip lot 0822524 have been tested and one of eight vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open." The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action was reported to the office on 10 jun 2009.